Event description:
9/29/93 patient had l2 decompression of vertebral body fracture. Placement of jackson-pratt drain intraoperatively. Drain removed by nurse 9/30/93. Wound healed, no post-op problem. December 1993 routine post-op checks and x-ray - portion of drain in op site. Brought back to hospital for removal of drain portion on january 6, 1994 as out patient.